Event description:
The customer reported observing a large quantity of fluid in the reagent compartment and on top of reagent cartridges from the unicel dxc 800 synchron system. The customer stated that the reagent probe drip tray was also full of fluid. The customer was wearing personal protective equipment consisting of gloves, eye wear and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event. A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the phone but the customer was unable to identify the issue.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse confirmed a leak from reagent probe b and determined that the cause was due to the reagent probe b collar wash valve. The fse replaced the valve to resolve the issue and verified the repair as per established procedures. Failure mode of the leak is attributed to the collar wash valve. (B)(4).